Event description:
It was reported that a patient experienced suspected peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The suspected peritonitis was manifested by cloudy effluent. On an unreported date, the patient was hospitalized for the suspected peritonitis event. The cause of the suspected peritonitis was not reported. Sixteen days prior to the receipt of this report, the patient began treatment with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the suspected peritonitis event. Treatment with the antibiotics was ongoing. It was not reported if dianeal and extraneal therapies were ongoing. Hospitalization was ongoing. The patient was recovering from the suspected peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in (B)(6). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.